Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance. The lead was explanted and replaced. After the laser lead extraction, the tip of the lead was visually inspected. There was significant calcification on the tip of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.